Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood reading of 459 mg/dl. The customer stated that her blood glucose levels were fine the day prior to the event. The customer stated that she woke up with a blood glucose reading of 327 mg/dl, and was vomiting. The customer did not want to troubleshoot the insulin pump. She only wanted it replaced. Nothing further was reported.